Event description:
It was reported that the customer experienced an issue with a damaged usb port, which required wiggling the cable in a specific way to charge. There was no reported impact to the customer¿s blood glucose level. The customer declined further follow-up from technical support, and additional information was not available.